Event description:
During placement of a permanent dialysis catheter via the internal jugular vein, the physician was inserting the wire guide through the needle when the wire could not be advanced any farther. Upon inspection of the wire it was noticed that it had started to unravel. The physician attempted to pull the needle and wire out together and the wire separated and became lodged in the vessel. The pt was taken to the or where a surgical cut down was performed to remove the wire from subcutaneous tissue. The pt is doing well at time.